Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated into shield. Verbatim: from phone call on 2021(B)(6) consumer called back to provide the lot # 0090638 and cat # 328291. Lg from phone call on 2021( B)(6) called consumer to follow up on complaint. Consumer stated that the needle hub separates and stays inside of the shield. Consumer did not have lot # or product information. Said he will call back on monday to provide the information. Js voicemail: consumer left voicemail stating that the needle fell apart.(B)(6)-20: I returned consumer's call and left a voicemail for return call. Js"